Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer row board 2.2 had failure. A field service engineer reseated row board connections to resolve. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system drawer had failed. The customer reported that users were unable to remove medications from the drawer and the user pulled medications from another station. There were no adverse events or injuries reported based on this incident. .